Manufacturer narrative:
The device was returned to the manufacturer for investigation. Analysis of the returned device revealed the laser was activated while within the working channel of the device causing a burned through hole and subsequently damaging the internal vacuum lumen, the upward steering wire, the hypotube, and the distal irrigation lumen jacket of the device. This caused steering damage, irrigation lumen jacket damage, hypotube damage, and leaking. The user did not follow the instructions for use documentation. Specifically, section 4 warnings states "do not activate a laser with a laser fiber tip within the lumen of the cvac aspiration system. Doing so may cause patient injury and/or damage to the cvac aspiration system." Additionally, section 10.3 states "insert a laser fiber into the laser bridge (provided accessory) such that the laser fiber tip is flush with the tip of the laser bridge. Insert the laser bridge with the laser fiber into the working channel and secure the laser bridge to the working channel.". It can be reasonably concluded that this indicates a use error related to the use of the laser system, and not the cvac device. Use error in this case (laser activation within the working channel) is not a malfunction, and per FDA guidance is not required to be reported to FDA. However, out of an abundance of caution, calyxo is reporting this event because of the risk of serious injury if it were to recur. The lot history review (lhr) for lot# p20475 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution.

Event description:
On 25-jul-2025, calyxo was made aware of a patient who had a successfully completed steerable ureteroscopic renal evacuation (sure) procedure using the cvac device that day. During the procedure, the distal tip of the cvac device was unable to be deflected in the upward position. The cvac procedure was completed and no patient adverse events were reported. Investigation of the returned device on 21-aug-2025 revealed damage to the hypotube.